Manufacturer narrative:
A ge service rep performed an onsite investigation. The batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a generator failure, and the field engineer noted a pre-charge failure error. This error will likely prevent the system from booting. There is no report of injury or death associated with the event described in this complaint.